Manufacturer narrative:
The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.7 inr and 2.2 inr. Donor hct: 48.5% and 45%. Donor #1: master lot / customer strip and customer meter 2.7 inr/ 2.7 inr. Donor #2: master lot / customer strip and customer meter 2.2 inr/ 2.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Relevant retention test strips (lot 223855-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy.

Manufacturer narrative:
(B)(4).

Event description:
The customer received an error message indicating an issue applying blood to the test strip and received a questionable low result from coaguchek xs meter serial number (B)(4). The result at 11:53 am was 2.2 inr and the result at 2 pm from a doctor's coaguchek xs meter was 3.2 inr. There was no treatment received and no allegation of an adverse event. The customer was not anemic, not on heparin, had no antiphospholipid antibodies, no change in coumadin, no new medication, no change in diet, and no illness. The therapeutic range was 2.5-3.5 inr. The customer did not have the vial of strips used and could not return them for investigation. The meter was requested to be returned. Replacement product was sent.